Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the implantable pulse generator was explanted, and a new device was implanted. Therapy was restored post procedure. There were no complications during the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient had ineffective stimulation. Patient denies any traumas or falls. Patient claims that the implantable pulse generator was depleted and was not received effective stimulation as initially received. A surgical intervention is anticipated in the near future. No further information is available.